Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: undetermined. Rationale: no batch#/sample available.

Event description:
It was reported that bd precisionglide¿ needle would not pull up insulin during use. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. It was reported that the needle did not pull up any insulin while attempting to load a cartridge onto the pump. Description of issue: contact reported a needle issue. Contact informed cts that the needle did not pull up any insulin while attempting to load a cartridge onto the pump. Contact informed cts he used another needle and successfully loaded the cartridge. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cst to send goodwill replacements to ensure the customer does not run out of supplies. Contact understood, was satisfied and required no further assistance at the time of call. Note: product category = needle/syringe issue.